Event description:
The handle on the jamshidi needle broke while obtaining core biopsy and jamshidi needle was unable to be removed. Np contacted md, who was unable to remove the needle. Orthopedic surgery was consulted and able to remove the needle. Tip was intact upon removal. Patient followed up with pelvic xr to ensure no remaining needle or needle fragments in hip/pelvis.